Event description:
It was reported that the patient¿s implantable neurostimulator (ins) site appeared to be located higher up in his back than it had been previously. The patient¿s whole back on the side where the ins was located seemed swollen. It was way up highlike it had moved. With all the other pain, he hadn¿t noticed. It was noticed by his wife. He got in positions where he couldn¿t move. It was noted he sleeps on his side. He also had a sharp pain attack on the side of his back where his stimulator was located 2 days prior to this report when he had his pump filled. The patient thought it was arthritis because he has a crooked back. Follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, if any intervention occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3778-75, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 3778-75, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37752, serial# (B)(4), implanted: 2009-(B)(6), product type recharger. (B)(4).